Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. It was found that the customer did not change the infusion set or take a manual injection to treat the elevated blood glucose levels prior to being hospitalized. The customer was advised to change the infusion set and treat with manual injection whenever she experiences two consecutively high blood glucose readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.